Event description:
During an in clinic follow up, an increased threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a lead dislodgement was observed. During the rv lead revision procedure, the helix was difficult to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil to be over-torqued with all five filars of the inner coil broken/separated at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region, blood on the inner coil, and over-torqued of the inner coil with all five filars broken/separated at the connector region. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of internal shorts; however, an open circuit was noted on the outer coil consistent with procedural damage. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages.